Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: they had trouble retracting the needle. Pulled 16 ea of lot# 3117897 off the shelf.

Manufacturer narrative:
Additional information: details added to b5. Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 382523 and lot number 3117897. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Additional information from the customer: was the device used on a patient? A device was used on the patient. Was there any patient harm reported? No patient harm was reported.